Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specifications. No unexpected battery out limit alarms were noted. The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads. Unit received with minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer reportedly changed the battery and received a battery out limit notification. The customer's blood glucose level was not known. No significant events leading up to the alarm were recalled. The customer was advised to revert to a back-up plan. Nothing further was reported.